Event description:
It was reported through the patient outcome that the patient passed away. The cause of death was unknown, and due to patient privacy laws the hospital would not communicate patient outcome information. Based on a review of the available patient's record and a request for patient outcome, there were no device issues at the time of the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away on (B)(6) 2022. The cause of death was unknown and was not provided by customer. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.